Manufacturer narrative:
Continuation of d10: dtpb2qq crt-d implanted: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced bradycardia that was below the lower programmed rate of the cardiac resynchronization therapy defibrillator (crt-d). The right ventricular (rv) lead exhibited possible loss of capture. The remote monitoring network transmission report displayed invalid data. The crt-d and rv lead remain in use. No further patient complications have been reported as a result of this event. It was further reported through follow up that bradycardia was confirmed and the patient's heartrate was below the lower programmed rate of the crt-d. Additionally, the left ventricular (lv) lead exhibited loss of capture and high thresholds. It was noted that severe hyperkalemia was suspected to be a contributing factor to the high lv thresholds. The device and leads were subsequently explanted and replaced.